Event description:
It was reported that during a catheter implant the hcp pushed the catheter into the connector and deployed the collet. When the hcp tugged on the catheter it came out of the connector. Trouble shooting options were discussed. It was later reported the hcp didn't advance the catheter far enough for the collet to capture it. A collet replacement kit 8785 was used to fix it. It was indicated that following the procedure the patient did fine and therapy had been effective.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).